Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number 03p25-26 that has a similar product distributed in the us, list number 2r98-25.

Event description:
The customer reported false elevated architect high sensitive troponin I results for one psychiatric patient. The patient had come to the hospital complaining of hand tremors and feeling lethargic. Known prescription: sulpiride and alprazolam. The customer provided that on (B)(6) 2020 initial = 1579 pg/ml, repeat 1725 pg/ml (normal range; females =15.6 pg/ml; males = 34.2 pg/ml). The patient¿s electrocardiogram did not show any abnormalities. The clinicians doubt this high result. There was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing for architect stat high sensitive troponin-I reagent lot 19474ui00. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Specificity testing was performed with a retained kit of lot 19474ui00, which mimic patient samples, and all specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances or deviations. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat high sensitive troponin-I, reagent lot 19474ui00.